Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The patient underwent an ipg replacement procedure and also the pocket was made deeper. No malfunction was suspected. The patient was doing well postoperatively.